Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system login screen was unresponsive and requested for password. A technical support specialist (tss) guided the customer to power down the device. The customer pressed both black buttons and unplugged the power cord from the wall. Since it was an older device, the shutdown process did take several minutes. The tss remoted into the cabinet and verified that the login screen was up and medbank was fully functional. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the login screen became unresponsive and remained stuck on a black screen requesting a password. The customer reported being unable to proceed past the password screen. There were no delay or adverse events or injuries reported based on this event.